Event description:
Through paperwork received with the pump on (B)(6) 2010, the facility reported a flo-gard infusion pump with a constant occlusion alarm. It is unknown when this event occurred. There is no report of patient injury, medical intervention, or adverse reaction in association with this event. During product evaluation, a constant occlusion alarm was confirmed to be caused by the door assembly being broken in the latch area, indicating the occlusion alarm was false. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door assembly being cracked in its latch and handle areas. The door assembly was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.